Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The treatment for peritonitis was not reported. On an unreported date, pd therapy was withdrawn and the patient was switched to hemodialysis. At the time of this report, the patient was still in the hospital. The patient had not recovered from peritonitis. Additional information was requested, but is not available at this time. This report is 2 of 3.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. A batch review was conducted for potentially associated lot numbers gd894717 and gd894709 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.